Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had retention symptoms. Pt said, this morning they could feel their bladder cramp a little bit, they don't know if it was a flare up or a catheter accident. They were doing a bladder relief treatment where the urologists provided a "cocktail" that they can insert into their bladder using the catheter and that's what they did. Patient said they were calling today because they were told by their doctor/nurse practitioner maybe it was time to get it reprogrammed. Patient services (ps) offered to assist pt to make a therapy adjustment and during the call pt was successful to synch to their ins, change programs and increase confirming comfortable sensation. Patient services (ps) reviewed some device education information. Patient services (ps) offered and emailed pt handbook. Patient will maintain stimulation level and will continue to track symptoms. They were redirected to doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.